Manufacturer narrative:
The suspected central processing unit (cpu) was returned to philips for evaluation. The technician documented the following conclusion/root cause, "tech verified that the alarm error code "check vent: backup alarm failed" (diagnostic code 1104) shows once in the log dating 03/26/2023. 1104,10:15.13am,03-26-2023,postbackupaudiblefailed. Neither the occurrence nor the associated error code 1104 could be duplicated at the product investigation lab (pil) during the boot up of the system pca (printed circuit assembly) or standard test bed (stb) operation using the system pca. The system pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured as a solid 397k ohms (unit of electrical resistance in the metre-kilogram-second system), verifying that ls1 (loudspeaker) is not shorted or open and functions with 10vdc (volts direct current) applied to ls1. With the unit in a no power/ hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. Customer complaint has resulted in a no problem found."

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. The fse noted that since there was confirmation in the event log regarding the "check vent: backup alarm failed" (diagnostic code 1104), the cpu board was replaced for preventive measures.